Event description:
It was reported that the pump won't read the correct syringe size. No patient injury was reported.

Manufacturer narrative:
One pump received with no external damage noted. Performed start-up and multiple flow and occlusion tests, checked size calibration. Could not repeat customer stated problem. The syringe size calibration was in factory spec. Corrective actions included replacing size pot as a preventative measure, the pump was over 2 years old. The root cause was determined to be that the customer tried to load an uncharacterized / un-programmed syringe. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. D5 and e4 are unknown. No information has been received to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.